Event description:
The customer reported via phone call that the insulin pump experienced a vibrate anomaly. The customer stated that the device did not vibrate when the act button was pressed. The customer's blood glucose was 127 mg/dl. He stated that the insulin pump did not vibrate when he pressed act after using the up arrow to set an easy bolus amount. Upon troubleshooting, the customer was advised to install a new battery and was assisted with performing a self test. The customer stated that the insulin pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a broken vibrator motor wire. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.